Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. Corrected information: b2a. H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former and one used needle suture piece were received for analysis. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, the loop section was not returned to confirm the event reported. A photo was provided and showed one dispensed needle suture and one labeled winding former for product code sxmp1b103. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - were there patient consequences? If yes, please specify. No. -what was being done when the fixation feature breakage (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Intra operatively during passage through tissue. - name of procedure? Tkr. Source: dr.(B)(6).

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2024 and barbed suture was used. During the procedure, suture broke at the loop end. No adverse patient consequences were reported. Additional information was requested.